Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's husband reported via phone call of his wife's insulin pump acting up. The husband states that the keys on his wife's device were unresponsive and it read button error alarm. The customers blood glucose levels were 140mg/dl. The customer was advised to discontinue use of the pump, and that the pump would have to be replaced.